Manufacturer narrative:
(Health effect - impact code) - f2201, f2203, f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected, seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (pathological markers not reported). Date of alcl diagnosis: (B)(6) 2022. Implanting institution: (B)(6). Explanting institution: (B)(6). Treating physician: (B)(6).

Event description:
Patient reported left side "anaplastic large cell lymphoma", "minimum quantity of liquid in folds of the breast", "axillary nodes of reactive aspect". Histopathological markers cd30+ and alk- have not been received. The device has been explanted and replaced. Treatment: device explant, total capsulectomy, mastopexy. Carcinogenic cells were detected after explant surgery. The patient underwent chemotherapy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6.

Event description:
Patient reported left side "anaplastic large cell lymphoma". Carcinogenic cells were detected after explant surgery. Hcp later reported "minimum quantity of liquid in folds of both breasts" - "bilateral axillary nodes of reactive aspect". Later reported via psychology report "emotional distress since diagnosis of the illness. Emotional impact associated to recent onco-hematologic diagnosis and avoidability perception, refers feeling punctures and discomfort in left breast," "replacement of prosthesis. Fluctuating mood, hypothymia, increased irritability, somatic anxiety and cognitive, insomnia, elevated emotional impact due to corporal image alteration." Also reported, discomfort in the form of sharp pain and deformation of the breast. The device has been replaced. This record relates to the left side.

Event description:
Healthcare professional later reported patient experienced "emotional distress since diagnosis of the illness", "fluctuating mood, hipothymia, increased irritability, somatic anxiety and cognitive, insomnia, elevated emotional impact due to corporal image alteration".